Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device did not create clean graft during surgery; however, the graft was reported to be useable. No patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). On (B)(6), 2017, it was reported that the device did not create a clean graft. On (B)(6), 2017, it was clarified that the issue occurred february 6, 2017 during surgery. The operating room (or) reported that the device would not take a clean graft and the or did troubleshooting for blade placement, plate placement, and hose; none of which solved the problem. The event was not identified immediately upon opening the device and before first use and did not occur during the first ever use of the product. There was no medical intervention or additional procedures required and there was no adverse event associated with the failure. The harvested graft was not usable and there was no need for an additional graft to be taken. The blade was placed properly for use and the dermacarrier was at room temperature during use. The device has not been repaired by anyone other than zimmer biomet and another device was not used to complete the surgery. There was no extension or delay to the procedure and there was no harm or injury to the operator. It was also noted that the surgical technique for the product was utilized. The customer returned an air dermatome device, serial number 108454, for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6), 2015 where it was reported that device would not run and the damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, swivel, and damaged hardware were replaced. This is not a related issue. Air dermatome, serial number (B)(4), was manufactured on february 22, 2005, is over 12 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome on march 15, 2017 revealed that the control bar was loose and would move higher than the specified height. The calibration and motor speed were both within specification. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. The service technician noted that the control bar was tightened up and set to the correct position. Air dermatome, serial number (B)(4), was then tested and functioned properly. The reported event ¿that the device did not create a clean graft¿ was confirmed since during the initial inspection it was noted that the control bar was loose and would move higher than the specified height. While during the initial inspection it was noted that the control bar was loose and would move higher than the specified height, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.